Manufacturer narrative:
This report is submitted on july 24, 2023.

Event description:
Per the clinic, the implant site was debrided with hydrogen peroxide on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on august 29, 2023.